Event description:
It was reported that the backup system controller needed a backup battery (ebb) replacement. When the ebb replacement was completed, the monitor did not acknowledge the replacement of the battery and the system controller screen did not switch on despite receiving appropriate external power. The backup controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.